Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod of the bd plastipak¿ syringe is difficult, and remains stuck when emptying the syringe. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no samples nor pictures have been received for investigation. Ten retained samples from the same lot number were obtained for evaluation from the manufacturing facility. Upon visual inspection, all of the retained samples were within specifications and no damages were observed. During the manufacturing process, break out force, sustaining force, and silicone content tests are performed. Final product is sampled from the manufacturing line and subjected to visual and functional inspections to prevent the distribution of defective product. A device history record review showed no anomalies during the production of the provided lot number that could have contributed to the reported defect of plunger movement difficult. A definite cause for the reported issue could not be determined. Since no issues were identified during manufacturing process and manufacturing record stablished that all production and quality processes were carried out normally and samples evaluated meet specification limits, we can confirm that the root cause of the non-conformance is not related to a manufacturing defect.